Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance pmcf study review. The alleged severe pain included in the study could not be confirmed, since the device was not returned for evaluation and no other additional information will be made available. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by university of (B)(6) in the USA. The title of this report is ¿a retrospective data collection of the treatment of femoral fractures with the femoral nail greater trochanter (gt) of the t2 alpha femur antegrade gt/pf nailing system¿, which is associated with the stryker ¿t2 alpha femur antegrade gt/pf nailing¿ system. This report includes analysis of the clinical data that was collected on 9 patients, the cases in this study range from march 2019 through july 2020. During the review of the literature, it was not possible to establish a specific device details, patient information, and at this time no additional device information is available. It was reported that one patient experienced severe pain. The report states: ¿severe pain: (B)(6) female, bmi 29.89 with a history of an osteosarcoma removed more than 10 years ago, at another facility, with history of multiple revision surgeries and chronic osteomyelitis. After revision surgery at our facility using t2 alpha femoral gt, patient had pain which was probably due to inflammation of the muscles or from not using the muscles for a long time after multiple surgeries on the left lower extremity. Kenalog injection was administered in the left hip after applying lidocaine and the patient was feeling better. This patient showed bone consolidation 158 days post-op as well as clinical consolidation.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance pmcf study review. The alleged severe pain included in the study could not be confirmed, since the device was not returned for evaluation and no other additional information will be made available. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by university of (B)(6) in the USA. The title of this report is ¿a retrospective data collection of the treatment of femoral fractures with the femoral nail greater trochanter (gt) of the t2 alpha femur antegrade gt/pf nailing system¿, which is associated with the stryker ¿t2 alpha femur antegrade gt/pf nailing¿ system. This report includes analysis of the clinical data that was collected on 9 patients, the cases in this study range from march 2019 through july 2020. During the review of the literature, it was not possible to establish a specific device details, patient information, and at this time no additional device information is available. It was reported that one patient experienced severe pain. The report states: ¿severe pain: (B)(6) female, bmi (B)(6) with a history of an osteosarcoma removed more than 10 years ago, at another facility, with history of multiple revision surgeries and chronic osteomyelitis. After revision surgery at our facility using t2 alpha femoral gt, patient had pain which was probably due to inflammation of the muscles or from not using the muscles for a long time after multiple surgeries on the left lower extremity. Kenalog injection was administered in the left hip after applying lidocaine and the patient was feeling better. This patient showed bone consolidation 158 days post-op as well as clinical consolidation.¿